Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: tibia cemented 5 degree stemmed, p/n: 42532007102, l/n: 63656141. Femur cemented cruciate retaining, p/n: 42502606202, l/n: 63729751. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03495, 0001822565-2018-03504.

Event description:
It was reported that the patient was experiencing stiff knee and lack of flexion 7 months post-implantation with the right knee. Therefore the bearing was revised and patella were resurfaced. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.